Event description:
It was reported that prior to a thyroid procedure, the blister could be opened so easily that the customer was afraid that the blister was damaged and the device unsterile. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 04/03/2009. Info anticipated, but unavailable at this time.